Event description:
It was reported that the customer blacked out while driving due to low blood glucose readings. The paramedics were called and the customer was treated on scene. Customer mentioned that the reason for her low blood glucose reading was that she did not have her sensors on. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to th eevent as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.